Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for evaluation. Inspection of the returned device revealed evidence of clinical use including biological material on the distal tip and an indention in the teflon pad. The shaft rotation and the jaw actuation of the device were found to be acceptable. The device was connected to a generator and passed the initial testing. The device was successfully activated with the foot pedals and buttons. Each button was tested ten times. An alarm screen for "reactivate" appeared intermittently during testing. Inspection of the membrane switch revealed dried fluid on top of the cover. The device was examined further and fluid was noticed along the rod which can disrupt harmonic frequency and reduce cutting ability. The distal gasket on the rod was examined and revealed signs of damage and wearing of the gasket lip which would allow fluid to rise up the rod into the handle. The cause of tissue/fluid build up is damage to the distal gasket; action is being taken to address this issue. Tissue build up due to distal gasket damage can disrupt harmonic frequency and potentially reduce cutting ability.

Event description:
It was reported that the generator of the har36 ultrasonic scalpel kept alarming. The specific alarm was unknown. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.